Event description:
Philips received a complaint from the customer on the v60 indicating that the unit was experiencing nav-ring issues. It was reported there was no patient involvement at the time the issue was discovered. There was no report of harm. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced the front bezel to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.